Event description:
Customer reports to have received a motor error alarm during priming. Customer's blood glucose was 145 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump passed functional tests. No motor error alarm noted. The prime test could not be completed due to faulty force sensor relay. The motor was tested outside the device and passed. The insulin pump was received with minor scratched liquid crystal display window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.